Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 150 mg/dl the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return after pump restart. Customer stated that the insulin pump making high pith sound and buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test or verify un response button due to blank display.